Event description:
It was reported that the device logged multiple event codes and would sometimes take approximately 45 seconds to charge defibrillation energy, and sometimes it would never actually complete the charge. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an integrated circuit, designator u6. The solder joints on u6 were damaged from pins 45-49.

Manufacturer narrative:
After further investigation, it was determined that the system/power connector was installed backwards during a device upgrade, which caused the damage to the integrated circuit chip, u6 on the therapy pcb assembly.